Manufacturer narrative:
Concomitant medical products: product ID 978a128, lot# va2agd0, product type lead; other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient's lead migrated or dislodged. The patient was unable to adjust stimulation as a result. X-ray showed lead migration upward out of sacrum. The issue was resolved through device revision.